Manufacturer narrative:
(B)(4). A partial UDI is being reported because the lot number was not provided. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted, because the lot number was not provided. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the initial medwatch report, the following additional information was received: this was an endovascular aneurysm repair (evar). The proglide device was pre-flushed with saline prior to the procedure. Reportedly, there was no arterial flow through the marker lumen on device insertion. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
It was reported that an arteriotomy closure of an unspecified vessel was attempted using proglide devices after an unspecified procedure. Reportedly, four proglide devices would not flush and a cut down was performed on both the right and left groins. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence, event reportedly occurred in (B)(6) 2015. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other three proglide devices referenced are filed under separate medwatch MFR reference numbers.